Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips bench repair was servicing the v60 device, and it was observed that the device's power cable has more resistance than allowed in electrical tests, so it must be replaced. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The power cable has been received and will be replaced to resolve the electrical test issue. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.